Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implanted: (B)(6) 2017; 700ff29 heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. It was further reported there was a single undefined impedance measurement but it could not be reproduced. Reprogramming was performed in order to ensure ventricular capture however phrenic nerve stimulation/diaphragmatic stimulation occurred. The lower rate was decreased to minimal pacing until lead replacement could be performed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.